Event description:
It was reported by the physician's office that the patient had passed away. The office did not have any records on the cause of death. The disposition of the vns products is unknown to date. No additional relevant information has been received to date.